Event description:
Pt underwent cardiac catheterization in 1999 via the right femoral artery. Attempt at closure of the right femoral artery utilizing the perclose device failed and it could not be extracted in the normal manner. A surgeon was called who performed a right femoral exploration and surgical extraction of the device. Pt had uneventful postoperative course.